Event description:
The customer reported, the system displayed a filament regulator message with pt involvement. No report of pt or staff injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. A filament and generator calibration were completed. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.